Event description:
During a procedure, it was reported that noise occurred on electrodes 3 and 4 of pentaray nav high-density mapping catheter. They exchanged the catheter and the issue was resolved. The procedure was completed with no patient consequences. On (B)(6), the catheter was received in our failure analysis lab and found that there was a separation between the shaft and the lumen. Due to this finding, this complaint became reportable. Awareness date changed from (B)(6) 2013.

Manufacturer narrative:
The investigation is still in progress. (B)(4).